Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Did the patient develop an infection? Was the patient treated for an infection? If yes, please provide details.

Event description:
It was reported that a patient underwent a perineal laceration repair procedure after childbirth and suture was used to stop bleeding. On the third day after surgery, it was found that the perineal wound healed poorly, the suture was not absorbed, the wound was locally red and swollen with exudate and inflammation. There was a risk of wound infection. Second-stage suturing was required after debridement, and another surgery was performed. Three days later, the patient returned to the hospital for a follow-up visit, and the perineal wound healed well, so the suture was removed. Additional information was requested.